Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical device: guide cath: 8f viking guiding catheter. The device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a circumflex artery / obtuse marginal bifurcation stenting procedure, after successfully deploying 2 xience v stents, a 2.0 x 12 mm and a 2.75 x 15 mm trek balloon dilatation catheter was taken to each stented lesion. Both balloons were simultaneously inflated and deflated. Some resistance was felt during removal of the 2.0 x 12 mm mini trek balloon dilatation catheter, but then it was easily removed. Upon removal, and during the final angiogram balloon markers were seen in the left main artery. At that point it was noted that approximately 15 mm of the tip of the balloon dilatation catheter was detached from the device. A 3.5 x 20 mm trek dilatation catheter was taken beyond the detached portion of the 2.0 x 12 mm mini trek balloon dilatation catheter and slowly inflated. The 3.5 x 20 mm trek balloon dilatation catheter was slowly backed up, pulling the detached portion and the inflated balloon into the 8f guiding catheter. Everything was removed as a unit, successfully removing the detached portion of the 2.0 x 12 mm mini trek balloon dilatation catheter. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.